Event description:
It was reported that there was a drastic increase in pacing impedance, along with increased pacing threshold. During the replacement procedure, a loose connection was not found and fluoroscopy showed a spot where the lead was tightly bent. Bending the lead during impedance measurements showed increased impedance, so a partial lead fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).